Event description:
During implant, unable to get stable numbers in multiple positions. Got acceptable numbers in ra lateral position. Patient came back to lab later with effusion. X-rays could not confirm a perforation. Unable to obtain threshold. The lead was moved but acceptable numbers could not be obtained. The lead was replaced and acceptable numbers were obtained with the new lead.

Manufacturer narrative:
(B)(4) 2014 - the explant date was corrected. Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, a mechanical and an electrical inspection. The analysis of the lead revealed cuttings of the inner and outer insulation as well as a deformation of the outer conductor coil. It is reasonable to assume that these damages occurred in the course of the surgery. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. There was no sign of a material or manufacturing problem.